Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review. Imaging provided demonstrated normal placement of the tulip filter in infrarenal location. On the images submitted, and in the little clinical information that was included in the complaint report, there was no comment of acute deep vein thrombosis prior to ivc filter placement. Patient has a known diagnosis of chronic lung disease and was being evaluated for lung transplant. Two days following filter placement, patient had 2 episodes of desaturation into the 50s/60s that lasted just over an hour. Patient's respiratory status improved with o2 sats returning to the 90s. This scenario repeated itself several more times over the subsequent evening with improvement following a dose of ativan. The following morning there was an episode of desaturation to the 20s briefly, but this returned to the 40s and 50s prior to patient being intubated. After intubation patient did well for approximately 30 minutes and then went to pulseless electrical activity arrest, was coded, and expired after patient was made do not resuscitate. The complaint report states: "this event was considered possibly related to the device." Without an autopsy, it is impossible to exclude pulmonary emboli as the ultimate cause of the patient's demise. Given the patient's known chronic lung disease and the pattern in which patient experienced desaturations followed by normal saturations, do not fit with typical presentation and evolution of pulmonary emboli, especially if patient was not administered lytic and/or anticoagulation therapy, neither of which were discussed in the clinical information provided. The respiratory failure and the eventual demise was most likely related to the patient's chronic lung condition, and not related to failure of the filter to prevent pulmonary emboli. The clinical scenario provided for this patient is not typical for a massive pulmonary emboli due to ivc filter failure. Pulmonary embolism (pe) is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pe via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: patient was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2017. Patient died due to respiratory failure with hypoxia on (B)(6) 2017." Patient outcome: patient died (B)(6) 2017.

Manufacturer narrative:
Manufacturer ref# (B)(4). Complaint is no longer considered reportable as we were informed by preserved study that product changes from "possibly related to not related". This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16aug2021: site updated event to hypoxia (rather than respiratory failure with hypoxia) and changed the relatedness to the ivc filter from possibly related to not related.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Additional information received 10dec2018: in regards to the hypoxia-death, the patient had known lung disease prior to the procedure and was undergoing evaluation for lung transplant. The filter procedure was successful and the filter deployed with no issues on (B)(6) 2017. On (B)(6) 2017, patient had desaturation episode into 50's-60's which lasted over an hour. Intubation was planned, but patient's respiratory status improved before intubation and he maintained his sats into 90's for several hours. Overnight between (B)(6), patient had 2 episodes of desaturation that lasted approximately 1 hour. Patient received 0.5mg IV ativan with improved saturation. On (B)(6) at 0700, patient desaturated into the 20's briefly then consistently stayed in 40's-50's for an hour. Decision was made to intubate the patient with pre-oxygenation with bipap. Patient was subsequently intubated and did well for approximately 30 minutes. Patient then acutely decompensated and went into pea arrest and underwent 4 rounds of compressions, with 2mg epinephrine, 1amp bicarb, and 1g calcium chloride given. Rosc was attained after several minutes. Transplant team was updated -- who informed the primary team that patient was not a candidate for transplantation given multiple comorbidities (anemia, gastritis, pes, dvts, etc.) Extensive family discussion were had, with decision to make patient dnar. Patient was ultimately made comfort care around 4:30pm. Pressors were discontinued, and vent was weaned. Time of death was called at 4:45pm.